Event description:
It was documented that customer had high blood glucose, keypad anomaly, excessive battery changes, and condensation under display screen. It was also documented that customer had to restart rewind process in order to complete rewind. Customer declined to be transferred to help line. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.